Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to network speed settings and required adjustment. A technical support specialist verified that the medapp process was running, checked the last reboot timestamp, confirmed adequate drive space, and reviewed database size and network settings. The specialist increased the network speed to 100 mbps half-duplex and performed a reboot. The customer confirmed that the issue was resolved after these steps. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower screen was frozen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to network speed settings and required adjustment. A technical support specialist verified that the medapp process was running, checked the last reboot timestamp, confirmed adequate drive space, and reviewed database size and network settings. The specialist increased the network speed to 100 mega bites half duplex and performed a reboot. The customer confirmed that the issue was resolved after these steps. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower screen was frozen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.